Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when using an evis lucera elite colonovideoscope. There was air/water flow issues. There was no patient harm associated with the event. The device was returned and evaluated. And upon evaluation, there was foreign material clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to damage on the up/down knob. Also, due to the clogging of the nozzle; the air supply volume and the water removal ability did not meet the standard value. In addition to the foreign material clogging the nozzle, additional evaluation findings are as follows: the bending angle in the up direction and the play of the up/down knob did not meet the standard value, the adhesive on the bending section cover had a chip, a crack, and a white-clouded area, the free/engage lever was deformed, the adhesive around the objective lens and the light guide lens was peeled, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, and the connecting tube had coating peeling. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.